Event description:
I have diabetes type 2, I use the dexcom g7 device. On (B)(6) 2025 I was at work, I didn't feel well. I was dizzy and very weak. I am a nurse practitioner, one of the nurses I work with checked my blood pressure, it was very high 180/100 my hr was 118. A few minutes later my hr was 150. I became weaker, I thought I was having a stroke. My g7 was reading a bs of 99 mg/dl. 911 was called and a code at work was called on me. They checked my bs and it was 23 mg/dl while my g7 shutting up the storm was still reading 99 mg/dl. They gave me an injection of glycogon and my bs went up to 70 mg/dl. I was evaluated in the emergency room at (B)(6). I was evaluated for several hours and then discharged home. I replaced my sensor immediately. The new sensor was showing low numbers. I changed it again. I had 2 more episodes of bs down to 46 I am off all medications right now. I am so afraid of going low again. Pt codes: 4410, 1908, 2095, 1912. Device code: 1535. Procode: qbj. Ref reports: mw5180351, mw5180352.